Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This is in line with the recipient report, as the device was explanted due to a skin dehiscence with device exposure and infection at the surgical incision site, which was unresponsive to medical treatment 6 months after implantation. Reportedly, the incision healed postoperatively, and the current problems began with a blister 4 months after implantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. With the available information, it is unknown which part of the device was exposed, and if the device could have contributed to the described problems. This is a final report.

Event description:
The user was explanted on (B)(6) 2024 due to skin dehiscence of the surgical scar. In (B)(6) 2024 a blister in the scar appeared, the recipient was under treatment along months, but it was not solved. As per additional information received, the implant was visible through the dehiscence.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted on (B)(6) 2024 and re-implanted on (B)(6) 2024 due to skin dehiscence of the surgical scar. In (B)(6) 2024 a blister in the scar appeared, the recipient was under treatment along months, but it was not solved.